Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The implant was removed, because it was malpositioned using a surgical guide. Dentsply sirona implants is not the legal manufacturer of the guide.

Event description:
It was reported that a patient experienced a dental implant loss.